Event description:
It was reported that the pump stopped after several hours of use on the patient. The display indicated a system error 7 alarm. The console was reset but after awhile the alarm occurred again. The console was exchange. There were no reported patient complications.